Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report of a venous line belonging to perfusion tubing system which disconnected from the circuit during by-pass. There was no report of patient injury.